Event description:
Advocate found his mother on the floor. He tested her blood glucose on the contour and the readings were 57,267,58 and 280mg/dl. She was feeling weak and spoke abnormally slow. He gave her candy and sweets. Further information was not provided. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
The returned reagent was tested with control and read an average of 5mg/dl high out of spec. , but gave satisfactory performance using blood. Retention reagent gave satisfactory performance.